Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this competitive device displayed a lead integrity alert. A review of the device data identified a gradual increase in shock impedance measurements which were recently out of range and greater than 125 ohms. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. No adverse patient effects were reported.